Event description:
It was reported that lead had increased impedance, and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.